Event description:
A report has been received from a pt's mother. It was reported the cycler was alarming with dl line blocked alarms last in drain 2. Pt could not clear the alarm, so he disconnected treatment and finished with capd. In the morning when the mother was removed the cassette she opened the door and solution was all over the pump module and cassette. Fluid leaked all over the floor. There is no sample. No report of pt injury.

Manufacturer narrative:
Sample analysis: no sample was received for evaluation. Device history lot review: one complaint received on this lot. Conclusion: the complaint is unconfirmed. No cpa required; does not meet escalation criteria at this time, will monitor through trending programs and escalate as required by complaint management and CAPA process.